Manufacturer narrative:
Patient was stable and procedure was completed without further complications.

Event description:
It was reported that during a routine device implant, the coronary sinus was dissected while the physician was using a cps slittable outer guide catheter together with a competitors electrophysiology catheter. The patients vitals were closely monitored and no adverse heart rate or blood pressure changes were noted. The physician elected to forego further left ventricular lead implant attempts and completed the procedure. The patient would continue to be monitored.